Event description:
Staff were preparing a back table for a cardiac cath procedure. The rn put sterile normal saline into a sterile blue plastic basin on the back table via the microtek bag decanter. An rn then drew up saline into the syringe using sterile technique. The staff had used all of the sterile stickers that were on the back table, so the rn used the sterile viscot marker to write "normal saline" directly onto the monoject syringe. Staff report that it is not unusual to do this. The staff report that the syringe was dry and had not been submerged into the saline prior to the rn writing on it. The rn wrote on the sryinge at the end closest to the plunger and placed it on the back table for later use during the procedure. After the physician used the syringe, he put it into the saline bowl. Staff noted that the permanent ink from the markings on the syringe were coming off and that the ink was floating on the surface of the saline. It looked similar to the way that oil will float on water. No markings remained on the syringe--all ink floated off. Some of the ink adhered to the sides of the plastic basin. Staff removed the items from the back-table and obtained new equipment. Saline that had ink in it was not used in the equipment and was not introduced into the patient. However, staff are concerned that had they not seen the ink coming off, it could have been inadvertently injected into the equipment and therefore, into the patient. Staff have used these markers directly on plastic and medication labels before but have never had this experience. We have been unable to reproduce this event in a controlled setting and are unsure why it occurred. Staff are confident that the ink was dry when the surgeon placed the sryinge into the bowl. No ink smudges were noted on the surgeon/staff's gloves or on the syringe itself. No alcohol based products were on the back table or came into contact with the devices being used in this event. No chloraprep or other solutions other than saline came into contact with the syringe or the gloves of the staff handling the equipment. The viscot marker has a label on it that says it is permanent, laboratory marker, writes on glass, and writes on plastic.this event did not reach the patient. No patient involvement and no patient harm.additional information obtained from the site:the marker wasn¿t put in the saline bowl, but the syringe was. Staff tell me that it is common for the physicians to put the syringe back into the saline bowl when they¿ve finished using it. If the syringe is handed directly to the rn, then the rn places it on the back-table. Only the docs are putting the syringes back into the bowl. The marker was thrown away after all items had been labeled.typically, staff use the viscot multi-marker to write on labels, which they then apply to the syringe or whatever it is that they are labeling. In this event, the staff ran out of labels, which is why they used the viscot multi-marker directly on the syringe itself. Marking the syringe directly (ie: not using a label) is not typical, but it has occurred in the past. No staff in the cath lab or the or have seen this kind of event where the ink floats off of whatever has been marked¿in this case, the syringe itself. We¿ve had no trouble with the labels sticking to the syringes or whatever else we¿re putting them onto. Manufacturer response (as per reporter) for permanent marker--sterile, multimarkerthe manufacturer was notified by telephone and a copy of this report has been faxed to the manufacturer.